Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump was allegedly not calculating the bolus dose correctly. The patient reported the pump's calculated bolus dose was too high. The patient noted an example of 28 carbs, and a blood glucose reading of 101 mg/dl, and she stated the pump calculated a 6.8 unit bolus. The patient noted she overrode this dose, taking only 3.0 units instead, and her blood glucose value remained within normal limits. During the troubleshooting telephone call, it was revealed all pump settings and bolus doses given were correct. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history revealed the information from the reported date was overwritten due to continuous use of the pump. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was exercised for 24 hours with no alarms occurring. During testing, periodic boluses were performed successfully and accurately recorded in the pump history. An I:c ratio was programmed at 1u:15 and was activated successfully and the ez-carb calculation was found to be accurate and revealed the user's programmed bg target. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no damage was found. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.